Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not fire. The surgeon inserted the instrument through one of the port sites. Once in the patient, the clip applier instrument would not fire at all, and an error message appeared stating to reinsert the instrument. The surgeon took the instrument out and inserted it back in. The clip applier instrument still did not fire. The surgeon used a different medium large clip applier instrument and was able to fire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: surgeon inserted the medium large clip applier instrument for the da vinci robot through one of the port sites. Once in the patient, the clip applier instrument would not fire at all and an error message appeared stating to reinsert the instrument. The surgeon took the instrument out and inserted it back in. The clip applier instrument still did not fire. The surgeon tried a different medium large clip applier instrument for the da vinci and it was able to fire. Isi followed up with the initial reporter and obtained the following additional information: the surgeon went into clip but discovered instrument would not clip. The procedure was completed with a backup da vinci instrument of a different kind. There was no patient injury and there were no fragments fell into the patient. There was no procedure delay.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The clip applier instrument was analyzed and found to fail the functional clip test. Visual inspection did not reveal any damage to the grips. The instrument passed the recognition and engagement test on three out of three attempts. The clip applier instrument failed the clip test due to misapplication of the clip. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observation(s) not reported by site were also identified: the clip applier instrument to have multiple input disk broken. Input disk #6 was found broken into pieces inside of the housing. Hairline cracks were found on input disk #7. As a result of the broken inputs the instrument failed engagement.